Event description:
It was reported that during normal follow up the device was unable to be interrogated. Device was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
No medwatch form was received. Company representative the reported no communication was confirmed and was due to low battery voltage, which was likely due to premature battery depletion. The device was tested on the bench and using automated test equipment and was found to be normal. The original battery was sent to the vendor for further evaluation and no battery anomalies were detected. The root cause of the possible premature battery depletion could not be determined.